Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas alleging that the patient experienced a blood glucose of 56 mmol due to an alleged intermittent power with damage issue. Reportedly, the patient was in the intensive care unit (ICU) on life support and an induced coma for 9 days during an 11-day hospital stay. The patient received intravenous therapy and was taken off the insulin pump while in the hospital. The patient resumed use of the pump after discharged. The patient was stable with residual effects in the fingers. It was also alleged that the battery compartment was damaged. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged intermittent power issue.